Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 1¿ huber plus safety infusion set with valved y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. The y-site valve orifice appeared elliptical. Microscopic inspection of the y-site confirmed the orifice to be elliptical. Inspection of the y-site orifice using an iso taper gauge revealed the y-site to be outside of manufacturing specifications. The shape of the luer prevented full insertion of the taper gauge. An attempt to infuse water through the sample using a 12m syringe revealed the sample to be patent to infusion; however, a spraying leak was observed emanating from the y-site valve septum. The misshapen valve housing appeared to be the cause of the valve septum leakage. The lack of evidence of attempted use and the lack of mechanical damage suggested the valve housing deformation did not occur during device use; however, it could not be determined if the deformation occurred during the manufacturing process or due to subsequent environmental conditions. Potential contributing factors include exposure to excessive heat during shipping/storage.

Event description:
It was reported leakage from y site connector when performing flushing prior to use. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refq1860 showed fifteen other similar product complaint(s) from this lot number.

Event description:
It was reported leakage from y site connector when performing flushing prior to use. No other information was provided.